Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there is no alarm when the blood oxygen is low. The device was not in clinical use.

Manufacturer narrative:
Multiple good faith effort attempts were made to obtain additional information but have been unsuccessful to date. The resolution is unknown at this time.

Event description:
It was reported there is no alarm when the blood oxygen is low. The device was not in clinical use.